Event description:
A 95 degree dcs plate, implanted for a comminuted left subtrochanteric femur fracture, broke post operative and was removed. Patient sustained the fracture when he was hit by a car while riding his bicycle. Plate was noted as broken on x-ray. Doctor stated indicative of a non-union. Patient was revised to another 95 degree dcs plate.

Manufacturer narrative:
H3,h6: no investigation could be performed, no conclusion could be drawn as no device was returned.